Manufacturer narrative:
Software investigation completed. Site did mention seeing an inaccuracy of 1 mm which is considered acceptable and within spec for the software and/or the system. Software and system functioning properly and behaving as designed.

Event description:
A medtronic rep reported that the pt was re-registered during a cranial case because the frame was moved. The surgeon noticed the inaccuracy and then it was noted that the frame had been bumped by someone. The case continued after re-registration. The surgeon did feel inaccurate by 1 mm. There was no impact on the pt outcome.